Event description:
Caller states the patient tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. The patient's coumadin dose was stopped based on the higher result given by the device. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states the patient tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. The patient's coumadin dose was stopped based on the higher result given by the device. No adverse event reported. Equested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.